Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced shocking and heavy knocking parasthesia in both legs. The patient, implanted with an implantable neurosurgical stimulator (ins) and quad lead, never had these knocking and shocking problems before. The impedances, the battery status and x-ray location of the lead were checked and were normal. Preoperative testing showed no abnormal impedances. It was decided to replace the device. No patient injuries were reported and was able to achieve parasthesia coverage again with the new device.